Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one week post implant the right atrial (ra) lead exhibited high atrial capture thresholds. It was further reported that the impedance on the ra and the right ventricular (rv) leads has diminished since implant but remains within normal range. Additional information obtained reported that the thresholds had normalized one day later. The leads remain in use. No patient complications have been reported as a result of this event.